Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 2025. The wearable was inserted into the arm on (B)(6) 2025. On 12/22/2025, the patient¿s cgm repeatedly displayed low readings, sometimes showing values between the 50s and 80s mg/dl. For two days, she continued taking fast-acting glucose tablets without checking her blood glucose using a fingerstick (fs). During this time, the patient was vomiting and feeling unwell, which she initially attributed to having the flu. When her blood glucose did not improve, she went to the hospital on (B)(6) 2025. At the emergency room, her glucose was checked via fingerstick and showing at 300 mg/dl, while her cgm continued to display a reading of 70 mg/dl. She was treated with IV fluids and an insulin IV, and the cgm was removed. Based on laboratory results, the patient was diagnosed with diabetic ketoacidosis (dka) and remained hospitalized for approximately 2.5 days. Upon discharge, she reported feeling well, and her blood glucose level was 130 mg/dl. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient initially had symptoms on 01/22/2025. The reported glucose values fall within the c zone of the parkes error grid at the ER. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.